Event description:
Boston scientific received information that this patient had received anti-tachycardia pacing (atp) that did not convert, and ultimately received a shock. The patient experienced atrial fibrillation along with ventricular tachycardia (vt) and ventricular fibrillation (vf) as well as potential atrial undersensing. The physician was questioning the patient's current rhythm and consulted with boston scientific technical services (ts). An electrogram (egm) was sent for review. Ts stated that it looks like atrial fibrillation (af) currently, with some irregular r to r intervals at 120 beats per minute (bpm). There was a morphology change after the initial burst of atp and possible dual arrhythmia. The physician was considering the effectiveness of atp and might turn it off for now. Ts agreed, if no other patient conditions present. The patient had a syncopal event and fell on the floor while in the hospital, and is fine now. Ts stated the device is functioning as expected with current programming. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.